Manufacturer narrative:
The reported events were oversensing noise and lead fracture. As received, a complete lead was returned in one piece. The reported event of oversensing noise was confirmed. Analysis found an external abrasion breaching the outer insulation and exposing the outer coil at 12.8 ¿ 13.3 cm from the connector pin. The cause of the reported event of oversensing noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. The reported event of lead fracture was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed noise on the right ventricular lead. The noise was reproduced with isometrics. Rv lead fracture was suspected. The physician elected to explant and replace the rv lead. There were no patient consequences.

Event description:
Additional information received indicates that the noise on the right ventricular (rv) lead was oversensed.